Manufacturer narrative:
The insulin pump cracked display window, cracked battery tube threads and cracked reservoir tube lip noted during visual inspection. Analysis was unable to prime during prime/ compromised force sensor alarm test due faulty force sensor resistor (gold).

Event description:
The customer reported via phone call that the pump had a button error alarm. The blood glucose at the time of the incident was 296 mg/dl. The customer states she has a crack on the battery compartment. The customer noted there blood glucose level was a little high, but keeps it like that because she has a problem with lows. Troubleshooting was not performed, because the customer declined. The device will be returned for analysis.